Event description:
A malfunction alarm was reported, and the customer confirmed the issue did not cause their blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the device. After resetting, the malfunction code did not recur, and the customer continued using the pump while being advised to call back if any issues arise again.